Event description:
The reliatack instrument was being used endoscopically, and the cartridge fell off of the handpiece while inside the abdominal cavity. The cartridge was loaded onto the handpiece correctly by the scrub technician, but somehow came loose and fell off. The surgeon was able to retrieve the cartridge and remove it from the abdominal cavity, with no harm to the patient.